Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. There was no harm or injury reported. The device was returned to the manufacturer's service center, and the customer¿s complaint was confirmed. The lcd screen was unable to be viewed. The device's lcd screen needs to be replaced to address the issue. No repairs were performed as the device is to be scrapped.